Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the battery was not able to seat into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including self-test and battery test without duplicating the report. The pads and battery were not provided for the evaluation. The battery harness assembly should be replaced as a precaution. The customer declined the recommended replacement and the device was scrapped. Analysis of reports of this type has not identified an increase in trend.